Event description:
I have been sick with influenza type a and some of the symptoms have gone to another level, so I decided to check for covid again since the last time I was checked was wednesday night,(B)(6) 2024 at the ER. (I went to use one of the many ellume covid-19 home test that I was sent and they are now all out of date. I am panicked and luckily got another that I was smart enough to stock my neighbor up with for her children! I am in chronic kidney failure, battle many muscular disorders, and had a heart attack in (B)(6) of 2022 after I received the second covid booster in late (B)(6) 2021. I had never had heart issues before then. I rely on having these tests available and the test I received from my neighbor came back positive. So now, I have the flu and covid. This is a very difficult battle for me and I am so very tired. Is there any possible way for these tests to be replaced? This is ridiculous. I am on complete total disability and every step I take is in a manner to protect myself from everything out there. I should just be in a bubble. It's a horrible way to live. So, as I said, I rely on these tests! I am sure others are running into the same issue. I feel badly for them. Best regards, (B)(6).